Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be unresponsive. The pump was opened and the keypad flex and flex connector were found to be damaged. Moisture and corrosion was observed on the bolus button switch and flex. Unrelated to the event the battery compartment was found to be cracked.